Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient scheduled an early battery replacement due to recharge burden from the high-density programming. The rep reported that the patient¿s ins was discharged when she arrived for surgery. The ins was replaced and the issue resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The cause was provided as that patient had hd programming (1000/90) that was making her charge 4 hours a day. The hd program was helping her pain way better than ld was. The provided inform ation was confirmed with the account/hcp. No further complications were reported/anticipated.